Event description:
In 2000, the pt contacted the MFR's rep and informed the following: "the device was implanted in 2000, for administration of chemotherapy. The catalog# was p5415k, lot# was 15195. The pt stated that they have been unable to receive treatement via the device. The oncologist initially thought there was a kink in the catheter or other problem. One month later, an x-ray showed that the catheter was zig-zagged in the pt's vein/artery and looped, they thought this was the problem. One month later, the pt had surgery to correct the problem. According to the pt, they had two (2) incisions, 1 - in the left groin and 1 - in the right groin. They nared the catheter and straightened it out. However, per the dr, the liquid would go through, but so slowly that it renders the device ineffective. As a result, the pt's requests that the MFR choose a surgeon and pay to have the device removed. The MFR can have the device after removal for analysis. Pt does not feel their insurance carrier should have to pay to have the device removed. Pt is willing to go to any surgeon that the MFR chooses within their area. Pt was informed that this matter would have to be discussed with the proper personnel. The pt stated that they would be waiting for a response. At this time, the device remains implanted." No further details were provided at this time.